Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury/tissue damage is listed as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2104 labeled device codes: 2616 labeled internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide device referenced in b5 are filed under separate medwatch reports.

Event description:
It was reported that venous closure of right common femoral vein (rcfv) and one left common femoral vein (lcfv) was attempted using three proglide devices with 8.5f sheaths after an atrial fibrillation ablation procedure. Reportedly, there was a very deep tissue track for this large patient providing challenging closure. One proglide caught the vessel in the lcfv and the knot was tightened; however, hemostasis was not achieved. The proglide knots in the rcfv were attempted to be pushed down; however, the sutures had deployed in the tissue track and not the vein. The sutures came out of the anatomy with fat on the sutures. The flow from the marker lumens during proglide placement was felt to have been tissue track oozing and not pulsatile blood flow. The proglide devices did not achieve hemostasis. A figure-eight stitch and manual arterial compression were used to achieve hemostasis in the access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.